Event description:
Hill-rom received a report from the account stating the side rail would not stay up. The bed was located in the shop. There was no pt/user injury reported.

Manufacturer narrative:
The tech found the side rail center arm assembly was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side rail center arm assembly to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.